Manufacturer narrative:
(B)(4). In the additional narrative section, the previous report mistakenly stated that the device batch record was reviewed; however, the device batch record was not reviewed as the batch number was not provided to artegraft, inc. And no review could be reconciled.

Event description:
As reported by an independent sales representative, two surgeons from the same office mentioned that two patients had grafts that were 'liquefied'. However, follow up info only included one pt. A think elderly woman had a brachial-axillary dialysis graft (artegraft collagen vascular graft) implant. The graft functioned for an unk period of time then thrombosed. When the surgeon attempted to perform a graft thrombectomy through a small incision overlaying the graft, the graft essentially 'fell apart' while trying to get silastic vessel loops around it for control. The surgeon tied off the graft and gave the patient a dialysis catheter and a new fistula in the opposite arm. The surgeon reported that clinically, the graft did not appear to be infected and cultures were not sent to the lab for analysis. Patient status, lot info, and dates of events were requested by artegraft, inc. But were not provided after multiple attempts.

Manufacturer narrative:
MDR for artegraft complaint number complaint-(B)(4) was submitted on (B)(4) 2014. Device: the surgeon alleged that an implanted surgical graft (artegraft) essentially 'fell apart' during a follow up thrombectomy procedure. Method: the artegraft was not returned for evaluation. The device batch record was reviewed. Results: no evaluation was performed with the actual graft as the device was implanted and not returned; no lot info was provided. Conclusion: unable to confirm the complaint. The device was not returned and no lot info was provided. Also, it is unclear how long the graft had been implanted.